Manufacturer narrative:
The complainant returned the impella 5.5 for a product analysis. The data logs from the support were returned as well. The pump was found to have ingested biomaterial that caused the stop. The biomaterial was not created by the pump but, rather thought to be pre-existing. The failure mode will be monitored and trended.

Event description:
The us complainant had placed an impella 5.5 for hemodynamic support for a patient with cardiomyopathy. The patient was suffering from nonischemic cardiomyopathy with shortness of breath and pleural effusions. The 5.5 was placed and was to support the patient while team meetings were ongoing for a possible heart transplant. Unfortunately, the pump stopped after just 1 hour of support. This prompted the team to explant the pump.